Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 400 mg/dl. The customer was treated for the high blood glucose with their insulin pump. The customer was assisted with trouble shooting and reviewed the settings on the device. The customer was advised to change the reservoir and infusion set. The customer will monitor the insulin pump for any further issues.